Manufacturer narrative:
Section e3: occupation is patient/consumer. The customer's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 3.1 inr. Qc 2: 3.0 inr. Qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." . The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
It was alleged that a patient received a questionable result when testing with coaguchek vantus meter serial number (B)(6) compared to an unknown laboratory method. The patient¿s wife called on 02-may-2023 due to concerns regarding the meter results. At 12:45 p.m. On (B)(6) 2023, a sample from the patient was tested in the laboratory using an unknown method, reportedly resulting in a value of 3.9 inr. Reportedly, the patient's warfarin dose was held based on the laboratory result. At 13:38 p.m. On (B)(6) 2023, the patient reportedly had a meter result of 2.2 inr. The patient's therapeutic range is reported as 2.5 - 3.0 inr. The patient's current interval of testing is reported to be weekly.